Event description:
It was reported that the patient was getting stimulation in both legs but wanted only wanted stimulation in one leg. Additionally, it felt like the implant was poking her at the implantable neurostimulator (ins) site. Additional information received reported that diagnostics were performed on the device on 2011 (B)(6) and an impedance test was performed. Everything was in range. There was also a reprogramming done to get stimulation out of the patient's left leg and back into the patient's right leg. The patient had many falls over the past couple of months and the healthcare provider recommended an x-ray be done at a later date to see if the lead had moved causing a change in stimulation. After the patient scheduled her scan she was told to call the healthcare provider's office to schedule a follow up appointment. Later, it was reported that a pounding/pulse sensation in the middle of the back occurred when stimulation was on. It was not mentioned when the pulsing sensation started and no change in recharging frequency was reported. An x-ray of the lead and extension area was recommended. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3888, lot # j0421537v, implanted: 2004 (B)(6), explanted: unk. Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na. Patient programmer: model 37742, serial # (B)(4), implanted: na, explanted: na.